Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a no output condition when programmed to ddd unipolar ventricular pacing and atrial bipolar pacing. Analysis also revealed anomalous output conditions. Further testing revealed the no output condition was due to lifted hybrid bond wires.

Event description:
Asku